Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced five different incidences, which were associated with separate units, involving five different events. This is the fourth of five reports. Refer to 3011270181-2021-00007 for the first event. Refer to 3011270181-2021-00008 for the second event. Refer to 3011270181-2021-00009 for the third event. Refer to 3011270181-2021-00011 for the fifth event. It was reported that the corgrip caused a necrotic hole on the face of a burn patient the user states the magnet was not strong enough making placement difficult. The cloth texture is rough, and gets embedded in the septum, causing bleeding and erosion.